Event description:
It was reported that when the physician opened the package of the device to use for the procedure, she found the wire of piston was bent. She opened another package of same model but she found the wire was also bent. Based upon the physician's decision, the bent wire was placed in the patient after she transformed the wire. Around the end of august, the physician detected the hearing of the patient wasn't improved during follow-up check. On (B)(6), omsc got this info from the facility. On (B)(6), omsc got add'l info from the facility. The hearing of the patient is improved gradually."

Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.